Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood on the coils and polymer and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core was separated distal to the distal end of the hypotube. There was a small piece of core in the hypotube. The separated distal core was returned in a corkscrew shape. There were kinks in the distal core, 5 mm and 8 mm proximal to the tip ball. There were smashed coils, 6 mm proximal to the tip ball for a length of 1 mm. There was a bend in the distal core, 2.3 cm proximal to the tip ball. This damage was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. Scanning electron microscopy analysis of the returned guide wire suggests that the core failure may be attributed to ductile overload at a bend. The core exhibited a bent profile. Dimples and secondary cracking were observed. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It was reported that the distal part of the separated guide wire appeared as if the guide wire had caught inside the patient anatomy and was twisted. Reportedly, both segments of the separation were easily removed from the patient anatomy. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive hypotube junction pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, the balance middleweight universal guide wire was advanced into the patient anatomy. The guide wire was used in a percutaneous transluminal coronary angioplasty procedure that was reported as difficult and used a two-wire technique. After the procedure was completed, the guide wires were removed. During removal, the physician assumed that the guide wire was only kinked outside the patient anatomy, until he pulled the area where the hydrophobic coating begins and it was noted that the balance middleweight universal guide wire had separated into two segments. Both segments were easily removed from the patient anatomy. It was noted that the distal part of the guide wire tip appeared as if the guide wire had caught inside the patient anatomy and was twisted. There was no noted resistance during advancement or withdrawal. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal. Guiding cath: viking. Sheath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.